Event description:
Additional information received noted that the hcp (healthcare provider) was not aware of another issue having been reported.

Event description:
It was reported that (B)(6) 2011 the patient noted that her symptoms had deteriorated back to how they were before the implant. She was having episodes of urge incontinence and was leaking post-defecation. A check on the battery was run and the electrodes were all working. No matter which program it was set on, the patient reported that she was feeling the stimulation from it in her right leg. They tried all possible combinations of electrodes and all gave the same feeling in the leg and no where near the anal canal. An x-ray was requested to check the position. 2011-04-04 letter from surgeon regarding x-ray noted that the lead appeared to be through s2 rather than s3 foramen but there had been no migration and the lead was intact. (B)(6) 2011 x-ray of the sacrum to asses the position of the sns wire which was shown to be in s2 but the wire had not migrated. The reason the x-ray was requested was that the implant stimulation was causing pain and discomfort in her leg. Since last seen two weeks ago, the patient had only had one accident but still had the persistent leg discomfort. They reprogrammed the device and adjusted the setting in the hope of minimizing or getting rid of the leg discomfort while still having the effect of reducing the incontinence symptoms. The patient was given four different programs to try and was asked to try each one for six weeks while keeping a bowel diary. The implant was working well with none of the leg discomfort up until she had her gastric band operation and subsequent removal in (B)(6) 2010. The implant was switched off during this time and for a few months after the operations. The leg discomfort only started after they switched the device back on in november. If none of these programs worked and the leg pain persists, the patient may need a new sacral nerve wire in s3 on the other side. (B)(6) 2012 - the patient reported that one of the programs was better then the other three and this one did not cause her the leg discomfort that she had reported previously. The patient was still suffering with very poor bowel consistency, her stools were always mushy and sometimes liquid and had frequent bouts of diarrhea. There didn't seem to be any pattern to it and the patient had not been able to identify anything in her diet that was affecting her. Her stools were never solid or normally formed. The mushy or liquid stool was difficult to hold onto and frequently the patient had to rush to the toilet. The patient was also finding it difficult to keep clean with some leakage and bleeding which she puts down to piles and was going to see her healthcare provider about. They kept the patient on the program that gave the best improvement and made a few adjustments to hopefully help with the control. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).